Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was calcified. A 2.50 x 16 synergy¿ stent advanced for treatment. Upon trying to cross the lesion, it was observed that the connector between the struts broke. No patient complications were reported.